Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of vascular occlusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient, who is a healthcare professional, reported being injected in the chin with juvéderm® voluma¿ xc. The patient experienced an ¿occlusion¿ that was immediately treated with hylenex. The patient experienced ¿irritation¿ post-hylenex. The event is ongoing.